Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02188. It was reported the patient never experienced effective stimulation after the permanent implant. Reprogramming attempts were unsuccessful. No impedance issues noted. As a result, the patient is awaiting surgical intervention.

Event description:
Device 2 of 2 . Reference MFR. Report: 3006705815-2018-02188. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed post procedure